Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383517 and lot number 3234046. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional information: 1. Date of event: (B)(6) 2023. 2. Did the event directly, or indirectly involve a patient or user? Directly involved a patient and a user. 3. Kindly confirm the final response needed as a email/closure letter? Improvements in quality testing at the manufacturer to alleviate the multiple reported issues in 2023 would be great! 4. Please provide the address of the facility for documentation. (B)(6). 1. Stated that 3 samples of the same product numbers were removed from the shelf, did not state that the incident occurred with those other devices. Please confirm regarding this a. The complaint filed was that this situation happened with 3 ivs with the same lot # and the same problem. 2. Did the other devices that were removed from the shelves experience any issues or were they removed in precaution? Was there any patient harm? A. Yes, they all leaked blood at the back of the IV system after the needle was removed. These were not removed from the shelf as a precaution. Patient harm in all 3 instances since each patient required a second IV placement due to the failure of the first device.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked. The following was received by the initial reporter: the system is leaking blood at the gray stopper once the needle is removed.